Manufacturer narrative:
Exemption number (B)(4). (B)(4) is submitting this report on behalf of b braun (B)(4) (MFR). This report has been identified as b braun (B)(4). The investigation on the device is on-going at this time. A f/u report will be provided after the inspection results are available.